Event description:
Reportable based on device analysis completed on 17-dec-2014. It was reported that crossing difficulties were encountered. Tha target lesion was located in the left anterior descending artery. After a guide wire crossed the lesion, a non bsc balloon catheter was used for predilation of the lesion. Then a 3.00mmx32mm promus element¿ plus stent was advanced but failed to cross the lesion. The lesion was again dilated at high pressure and the procedure was completed by implantation of another 3.00mmx32mm promus element¿ plus stent followed by post dilation of the stent. No patient complications were reported and the patient's status was stable. However returned device analysis revealed that the stent was detached.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The stent was detached from the delivery system and was not received at the cis. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. There were no issues noted with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage on the hypotube profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).